Manufacturer narrative:
The reporter's strips were returned for investigation. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.9 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Unique identifier (UDI) #: (B)(4).

Event description:
We received a report of questionable inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 8:00 a.m. Was 3.9 inr. The result from the laboratory at approximately 9:00 a.m. Was 2.9 inr. The patient¿s therapeutic range was requested but not provided.